Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see the associated reports: 0001825034 - 2023 - 02461. 0001825034 - 2023 - 02462. D10: concomitant medical products - part number (lot number): 110024772 (585760). 110024772 (585760). 912041c (054370). E1: full establishment name (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital discarded all the items. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal repair procedure performed approximately three (3) weeks ago, four (4) malfunctions occurred. Three (3) devices and one (1) curved, would not deploy properly and were unsuccessful in the repair. A different anchor was used to complete the procedure successfully. The correct surgical technique was used, and there were no adverse effects reported due to these malfunctions. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, g3, g6, h2, h11. The following sections were corrected: d4. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.